Manufacturer narrative:
H.6. Investigation summary: a used contaminated integra syringe in an opened package from batch #7121739 (p/n arrived wrapped in brown paper inside an envelope. A hand written note was found that read ¿reference 68352.¿ the needle was observed retracted with no signs of leakage in the package. Since the sample was used and contaminated it could not be further evaluated. No unused representative samples from the complaint lot and/or carton were received for evaluation and testing. Therefore the defect could not be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received.

Event description:
It was reported that a bd integra¿ syringe with detachable needle had leakage from the hub.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd integra¿ syringe with detachable needle had leakage from the hub.